Event description:
It was reported that a 71-year-old caucasian female patient underwent a breast surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced pain near the incision site of her right breast and general pain in both breasts. The patient also reported experiencing fatigue, brain fog, and sternal pain when taking deep breaths. As a result, the patient underwent removal on (B)(6) 2022. During the revision surgery, it was discovered that the right breast prosthesis was ruptured. There were no reported procedural delays or patient consequences reported due to the rupture discovered during explantation. This report is for the left implant. Refer to manufacturing report number 1645337-2022-10304 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).